Manufacturer narrative:
Case-(B)(4) the lariat was returned and evaluated. No defects or malfunctions of the device were found and nothing related to the device was evident to have been a contributing factor to the adverse event.

Event description:
It was reported that on (B)(6) 2019 a female patient underwent left atrial appendage management (laam) via the lariat procedure. A post procedure transesophageal echocardiogram confirmed closure. During removal of the snare, the snare did not immediately release from the laa. The surgeon was informed of a mild "leak" between the laa and the atrium. The surgeon performed a laa angiogram and confirmed a laceration of the laa. He occluded the laa laceration with the endocardial balloon catheter. The on-call surgeon performed a sternotomy and found that the lariat device was attached to the laa with a laa laceration at the laa ostium on the side of the suture closest to the left atrium. The surgeon found that a posterior lobe was not excluded. The surgeon was unable to release the suture from the lariat snare and elected to excise the laa and close. 72 hours post-operatively patient had regained neurological function and was awaiting to be extubated. The adverse event was a result of a procedural complication.